Event description:
The customer reported that the pt was burned at the pad site during an orthopedic procedure on the lower leg. The burn was detected 15 days after the surgery and treated with a dressing.

Manufacturer narrative:
(B)(4). The incident sample was discarded by the site and is not available for evaluation. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.